Event description:
As reported, the balloon of a 6f¿7f mynx control vascular closure device (vcd) ruptured during withdrawal under fluoroscopic visualization near the puncture site. The device was removed, and hemostasis was achieved by switching to manual compression. There was no reported patient injury. The device was used together with a non-cordis 6 fr 10 cm sheath. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.